Event description:
Caller reported that touchscreen was cracked and shattered, rendering it unresponsive and illegible. Blood glucose level did not exceed 500 mg/dl, and there was no adverse impact. Customer's current pump was replaced by cts with a new one, updated with the latest software version. Customer was informed and acknowledged all necessary procedures, including using multiple daily injections as backup therapy, handling pump storage, and returning the damaged pump via ups within 10 days.